Event description:
Additional information reported indicated that the patient's concerns were resolved during a meeting with a manufacturer representative. It was noted that the patient had no more concerns with their device or therapy.

Event description:
It was reported that the patient had a rash over the implantable neurostimulator (ins) which appeared as 25 itchy, deep, red slash-like half inch 'cat scratches'. The patient was given a steroid shot by their healthcare professional. It was noted that the ins system was working well. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Lead model 3587a, lot #n0053510, implanted: (B)(6) 2006, explanted: na, extension model 748966, (B)(4), implanted: (B)(6) 2006, pocket adaptor, model 74001, lot#n240169, implanted: (B)(6) 2010, explanted: na, external antenna model 37092, lot #249360004, programmer model 37743, (B)(4), recharger model 37752, (B)(4).